Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead dislodged from the branch into the main cardiac vein. The lead was extracted and replaced with a new one. No additional adverse patient effects were reported.